Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported before use the physician found the stent was broken. The procedure was completed using a new stent.